Manufacturer narrative:
The device was not returned to resmed for an evaluation and service. The customer was issued with a replacement psu. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient harm or serious injury reported as a result of this incident.